Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with calcification at the base of the non-coronary cusp (ncc), the valve was noted to be 23% oversized for the patient's anatomy. Upon placement of the valve, poor frame expansion was observed due to calcification. The valve was fully released. A transesophageal echocardiogram revealed trivial trans-aortic regurgitation from the ncc to right coronary cusp joint region. A post-implant balloon aortic valvuloplasty (bav) was performed. During the bav, the patient was monitored due to concern for rupture. Following the bav, the expansion issue had resolved.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) (lot: 0012158711); product type: (B)(4). Product ID (B)(4) (lot: 0012199763); product type:(B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.